Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found to have failed a mounting clamp check. This had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a damaged pole clamp assembly. No further testing has been completed at this time and no repairs have been performed due to estimate refusal by customer. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.